Manufacturer narrative:
(B)(4).mfg. Site name - (B)(6) medical. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not release from the catheter. The clip was then pulled and the tissue was "re-clipped." No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.